Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging the meter had date/time issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. This complaint was not initially reported because this malfunction is not considered reportable as lifescan does not believe the chance this malfunction causing or contributing to an ae is more than remote and has not reported an ae where this malfunction may have caused or contributed to the injury/death. On (B)(4) 2012, lfs completed device evaluation with the returned meter and was not able to confirm the alleged complaint. However, a secondary issue was found during testing where the battery contacts were found to be contaminated. This complaint is now being reported due to the battery contacts issue.

Manufacturer narrative:
.